Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on device history record review, no abnormality was observed during the production of the affected batches. No photo / sample was received for investigation. Root cause could not be established. The complaint will be re-opened and re-investigated when photo / sample is returned.

Event description:
It was reported that the bd insyte-w¿ IV catheter experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: while preparing for a puncture, foreign body was detected. No harm was done. The needle was replaced immediately.